Event description:
It was reported that the device was not smooth, appeared stiff, while inserting the catheter through the skin. No patient harm was reported.

Manufacturer narrative:
A product was received and sent to the supplier for investigation. This is a supplied item; the device history record (DHR) is at the supplier. No further information has been made available to date. Should additional information be returned pertinent to the investigation, a supplemental report will be filed. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.